Manufacturer narrative:
(B)(4). This report is submitted based on information of a titled cook celect filter. Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to MDR report submitted by bard: "the patient had a turp at an outside hospital on (B)(6) 2015, within a few days the patient had a dvt/pe and right middle cerebral artery stroke (cva). During line placement, the patient developed a pneumothorax and was transferred to the reporting facility for more intensive care and evaluation. A cook celect ivc filter was then placed and the patient underwent craniectomy for control of cerebral edema. (Bard filter placed (B)(6) 2015 as cook filter was retrieved due to tilt)." Patient outcome: patient expired. Additional information from maude database: physician stated the autopsy report revealed an occluded bard filter extending down the ivc and the cause of death was insufficient venous return to the heart.

Manufacturer narrative:
(B)(4). This report is submitted based on information of a titled cook celect filter. Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: unable to comment on filter tilt without imaging. However, filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. The filter was removed successfully. Afterwards, a replacement filter (bard) was implanted (B)(6) 2015. The autopsy revealed the occluded bard filter extending down the ivc. The patient expired after the celect filter was removed and the bard filter was implanted. The root cause for the tilted celect filter cannot be determined based on the available information. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to MDR report submitted by bard: "the patient had a turp at an outside hospital on (B)(6) 2015, within a few days the patient had a dvt/pe and right middle cerebral artery stroke (cva). During line placement, the patient developed a pneumothorax and was transferred to the reporting facility for more intensive care and evaluation. A cook celect ivc filter was then placed and the patient underwent craniectomy for control of cerebral edema. (Bard filter placed (B)(6) 2015 as cook filter was retrieved due to tilt)." Patient outcome: patient expired. Additional information from maude database: physician stated the autopsy report revealed an occluded bard filter extending down the ivc and the cause of death was insufficient venous return to the heart.